Manufacturer narrative:
The insulin pump had unresponsive keypad. The esc button had no response due to flattened dome switches. No unexpected button error alarms noted during testing. Displacement test was not performed due to the keypad anomaly. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 276 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.